Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure, right atrial (ra) lead was also surgically abandoned and replaced due to noise with oversensing. It was noted that the device was previously reprogrammed to vvi 50 to prevent inappropriate mode switching. During the procedure, a significant breach of the insulation was identified on the ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure, right atrial (ra) lead was also surgically abandoned and replaced due to noise with oversensing. It was noted that the device was previously reprogrammed to vvi 50 to prevent inappropriate mode switching. During the procedure, a significant breach of the insulation was identified on the ra lead. No additional adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead had an insulation breach located in the pocket behind the device. The cause of the insulation breach was not conclusively determined. No additional adverse patient effects were reported.